Manufacturer narrative:
The patient was instructed to contact her physician. Additional information was received from a boston scientific sales representative stating the alert was due to a shocking impedance measurement greater than 125 ohms. The patient was brought into the clinic and a commanded shock test was performed which produced a stable shock impedance measurement. The patient will continue to be followed via remote monitoring. The root cause of the reported clinical observations was not identified. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported a red blinking light on her remote monitoring system indicating a potential missed red alert.